Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that their site physicist was performing an annual inspection and the physicist determined that the hounsfield numbers were off by 9 when utilizing the infant phantom. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander associated with this issue. The fse reported that the customer performed quality assurance tests which were within specification. The fse evaluated the CT system and determined that the hounsfield numbers had drifted out of specification and performed hounsfield correction (hcor) and air calibrations to resolve the issue. The fse worked with the site physicist to complete the inspection successfully.